Event description:
A nurse reported a patient experienced a corneal burn during a cataract procedure. Additional information has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).